Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 550 mg/dl and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) 3.3 mmol/l and 6.4 mmol/l 2) 0.9 mmol/l and 5.7 mmol/l the comparisons were performed on different dates. Insulin was administered based on higher values. No adverse event reported. Requested return of suspect device; however, customer has disposed of the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6). Customer did not know which test strip lot produced the discrepant results. This medwatch report is for lot number 207233, expiration date unknown. (B) (4) will not be returned to manufacturer.